Event description:
195 oxygen concentrators purchased and 181 units put into service. Immediate recognition of extreme and intense vibration of units. Communication with sequal regarding same. Resolution attempted. Sequal unable to duplicate event. Within days to weeks began to receive calls from clients that "oxygen froze up". Upon initial evaluation in client's home, malfunction lights lit and no oxygen flow noted. Many ongoing complaints from clients that, "not getting enough oxygen with the concentrator, but when portable tank used it's ok". Upon 8th report of actual failure, began to suspect bigger problem and began withdrawing units from the homes. Sequal contacted. No response until contacting sequal's ceo. Unable to agree on resolution and sequal ceased communications. To date there have been 11 actual failures of this model(8 of 60 units at one location).